Manufacturer narrative:
The account replaced the power supply board but the problem remains. Account did not have the serial number of the bed. Technician asked account to check the voltage on the power supply board and to unplug it from the logic board. Technician had the account isolate the connections from the connector board and found that the head limit was causing the issue. No further info is available at this time on the repair of this bed.

Event description:
Account alleged that none of the bed functions are working. Account found that the power supply board was corroded due to fluid ingress. No pt impact.